Event description:
It was reported that the battery shows fully charged on the indicator, however the mrx monitor and chargers do not recognize the battery as being inserted. The indicator lights on this battery also stay illuminated indefinitely. There was reportedly no patient involvement.

Event description:
It was reported that the battery shows fully charged on the indicator, however the mrx monitor and chargers do not recognize the battery as being inserted. The indicator lights on this battery also stay illuminated indefinitely. There was no reported patient involvement. One mrx li-ion battery pack, lot number 19028-0202-p, was returned for evaluation. The reported problem according to which the ¿battery not recognized¿ could not be verified in the lab. No fault was found with this battery.